Event description:
It was reported that during troubleshooting a blood glucose reading of 55 mg/dl was observed, and the user declined further assistance, stating he knew how to treat low glucose. Symptoms included hypoglycemia. Outcomes included no hospitalization and no reported long-term effects. Investigation included troubleshooting and education with the user. Investigation of this case revealed no confirmed device malfunction and an unclear cause of the hypoglycemic event. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.